Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving morphine 10 mg/ml at a dose of 4 mg/day via an implantable pump. The patient's concomitant medications and medical history were not obtainable. It was reported that during normal use on (B)(6) 2016 a motor stall occurred. This was noticed during a scheduled replacement due to regular eri. The pump was explanted on (B)(6) 2016. The patient had no negative therapy impact. Reportedly, there were no external factors that led or contributed to the issue. No troubleshooting was performed. At the time of the report the issue was not resolved and the patient's status was reported as alive-no injury.

Manufacturer narrative:
Conclusion code: no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
The representative further provider that the pump was explanted because of normal eri. Before the patient told them that he had much more pain since some month, maybe since (B)(6). The pump showed a motorstop in (B)(6) and that it "still recovered until the explantation."

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.